Manufacturer narrative:
In the initial medwatch, g3 date received by mfg should have been: "1/30/2026". Instead of: "1/28/2026". The investigation included a review of the data set provided by the customer: the calibration results are within the specified ranges. The alarm trace does not indicate any issues. The investigation confirmed a storage-handling issue. The time interval between the initial run and the rerun is approximately three months. The field applications specialist instructed the customer to perform monthly maintenance, which includes cleaning the incubation water bath. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The triglyceride reagent lot number is 92417401, with an expiration date of 30-nov-2026. The field service representative noted marked lipemia in the patient sample.

Event description:
The initial reporter received a questionable triglyceride result from one patient's sample tested on the cobas 8000 c702 module. On (B)(6) 2026: the initial result from the module was 97.9 mg/dl. On (B)(6) 2026: the repeat results from another c 702 module, and with the patient sample in a hitachi cup, were: the first repeat result was 1304.6 mg/dl. The second repeat result with dilution was 1578.5 mg/dl. The initial result was questioned, prompting the rerun.